Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that during a routine follow up when the device was interrogated that battery remaining showed 1.5 years. At a previously device check in march 2023 the device battery remaining showed five years. Premature battery depletion was alleged. Information was sent for technical services (ts) review. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that during a routine follow up when the device was interrogated that battery remaining showed 1.5 years. At a previously device check in (B)(6) 2023 the device battery remaining showed five years. Premature battery depletion was alleged. Information was sent for technical services (ts) review. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that during a routine follow up when the device was interrogated that battery remaining showed 1.5 years. At a previously device check in march 2023 the device battery remaining showed five years. Premature battery depletion was alleged. Information was sent for technical services (ts) review. Engineering and technical services (ts) review confirmed that frequent right ventricular thresholds fluctuations observed was the main factor for observed battery longevity depletion. Further engineering review of the device data confirmed that the device was depleting normally. Engineering noted that this device was still expected to meet overall longevity requirements expectations. Engineering also noted that present longevity estimate displayed should be one and a half years, and it seemed unlikely that the previous estimate was as long as five years unless the power consumption was less at that time. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that during a routine follow up when the device was interrogated that battery remaining showed 1.5 years. At a previously device check in march 2023 the device battery remaining showed five years. Premature battery depletion was alleged. Information was sent for technical services (ts) review. Engineering and technical services (ts) review confirmed that frequent right ventricular thresholds fluctuations observed was the main factor for observed battery longevity depletion. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that during a routine follow up when the device was interrogated that battery remaining showed 1.5 years. At a previously device check in march 2023 the device battery remaining showed five years. Premature battery depletion was alleged. Information was sent for technical services (ts) review. No adverse patient effects were reported. The device remains implanted.